Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2016. Started on palliative chemotherapy on (B)(6) 2016 and experienced hematotoxicity and a rapidly decreasing general condition. The patient was transferred to the palliative ward on (B)(6) 2016 and subsequently died on (B)(6) 2016. The site reported that the death was due to rapid tumor progression and was not related to the superdimension device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.